Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the speaker for the device was damaged resulting in a volume reduction for the voice prompts. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Manufacturer narrative:
Additional info: b5 - added failure analysis information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the speaker for the device was damaged resulting in a volume reduction for the voice prompts. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and it was discovered that there was a cold solder joint around the codec u11 component. Once installed in an mrx test fixture, functional testing was performed and it was verified that the audio for the unit was producing an irregular noise during power up and a subsequent crackling noise during testing. It was confirmed that the cause for the failure was traced to the cold solder joint around codec u11. The component was removed from the test fixture and codec u11 was solder-retouched to resolve the noted issue. Based on the conclusion of the evaluation, the reported problem was confirmed and the processor pca was found to be faulty. The evaluation data was recorded and the component was scheduled to be scrapped.